Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetes related issues but the customer did not provide any further information as to what led to the hospitalization and did not provide their blood glucose levels. The customer stated that they had retinopathy and wanted to call back at a later time regarding the issue. The customer did not troubleshoot and did not send the product back for analysis.